Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis in right eye 2 days post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and as per (B)(6) 2015 visit patient's symptoms are resolving. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.50 x -2.00 x 6; left eye pre-op 20/20 -1.25 x -3.50 x 169.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.